Event description:
Per the independent repair center, the customer alleged problem is the unit will not start and the key failure is the power switch is defective. Associated malfunction for this device: exhaust fan defective.